Event description:
It was reported that during a supply change the user did not initially observe drops from the cartridge, was advised to dispense an additional 10 units until drops were seen, and then was guided to insert a new infusion site, after which pump therapy was resumed on the ilet system. Symptoms included hyperglycemia with a reported blood glucose of 326 mg/dl and elevated levels for approximately 4 hours, without ketone testing, medical intervention, or need for assistance. Outcomes included temporary hyperglycemia without hospitalization or acute complications. Investigation included troubleshooting and user education performed remotely. Investigation of this case revealed no device alerts or alarms and no confirmed hardware malfunction, with the event consistent with infusion setup or priming issues leading to interrupted insulin delivery and subsequent hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.